Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problem"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("urinary problem"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental probs"), headache ("headaches"), nausea ("nausea"), alopecia ("hair loss"), nervous system disorder ("nuero condit/prob"), migraine ("migraine"), palpitations ("palpitations"), vertigo ("vertigo"), paraesthesia ("tingling"), dizziness ("dizziness"), dysuria ("painful urination"), vomiting ("vomiting"), arachnoid cyst ("arachnoid cyst"), pain ("general pain and suffering"), anxiety ("mental anguish/ anxiety and related psychological harm that accompanins the physical injury cause by essure"), anhedonia ("loss of enjoyment of life"), emotional distress ("humiliation"), general physical health deterioration ("degradation/ general damages, special damage") and deformity ("disfigurement") and was found to have weight decreased ("weight loss") and teratoma ("teratomas"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, dysmenorrhoea, pelvic pain, abdominal pain, dyspareunia, bladder disorder, urinary tract infection, vaginal discharge, urinary tract disorder, fatigue, gastrointestinal disorder, tooth disorder, headache, nausea, weight decreased, alopecia, teratoma, nervous system disorder, migraine, palpitations, vertigo, paraesthesia, dizziness, dysuria, vomiting, arachnoid cyst, pain, anxiety, anhedonia, emotional distress, general physical health deterioration and deformity outcome was unknown. The reporter considered abdominal pain, alopecia, anhedonia, anxiety, arachnoid cyst, bladder disorder, deformity, device breakage, dizziness, dysmenorrhoea, dyspareunia, dysuria, emotional distress, fatigue, gastrointestinal disorder, general physical health deterioration, headache, migraine, nausea, nervous system disorder, pain, palpitations, paraesthesia, pelvic pain, teratoma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vertigo, vomiting and weight decreased to be related to essure. The reporter commented: received treatment for - breakage, dysmenorrhea (cramping), pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), bladder problem, uti, vaginal discharge, urinary problem, dizziness, painful urination, vomiting, arachnoid cyst, general pain and suffering, mental anguish/ anxiety and related psychological harm that accompanins the physical injury cause by essure, loss of enjoyment of life, humiliation, degradation/ general damages/special damage and disfigurement. Discrepancy noted essure insertion date on (B)(6) 2011, diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on 26-oct-2011: essure confirmation test(s) conducted - bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 8-oct-2019: quality-safety evaluation of product technical complaint. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problem"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("urinary problem"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental probs"), headache ("headaches"), nausea ("nausea"), alopecia ("hair loss"), nervous system disorder ("nuero condit/prob"), migraine ("migraine"), palpitations ("palpitations"), vertigo ("vertigo"), paraesthesia ("tingling"), dizziness ("dizziness"), dysuria ("painful urination"), vomiting ("vomiting"), arachnoid cyst ("arachnoid cyst"), pain ("general pain and suffering"), anxiety ("mental anguish/ anxiety and related psychological harm that accompanies the physical injury caused by essure"), anhedonia ("loss of enjoyment of life"), emotional distress ("humiliation"), general physical health deterioration ("degradation/ general damages, special damage") and deformity ("disfigurement") and was found to have weight decreased ("weight loss") and teratoma ("teratomas"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, dysmenorrhoea, pelvic pain, abdominal pain, dyspareunia, bladder disorder, urinary tract infection, vaginal discharge, urinary tract disorder, fatigue, gastrointestinal disorder, tooth disorder, headache, nausea, weight decreased, alopecia, teratoma, nervous system disorder, migraine, palpitations, vertigo, paraesthesia, dizziness, dysuria, vomiting, arachnoid cyst, pain, anxiety, anhedonia, emotional distress, general physical health deterioration and deformity outcome was unknown. The reporter considered abdominal pain, alopecia, anhedonia, anxiety, arachnoid cyst, bladder disorder, deformity, device breakage, dizziness, dysmenorrhoea, dyspareunia, dysuria, emotional distress, fatigue, gastrointestinal disorder, general physical health deterioration, headache, migraine, nausea, nervous system disorder, pain, palpitations, paraesthesia, pelvic pain, teratoma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vertigo, vomiting and weight decreased to be related to essure. The reporter commented: received treatment for - breakage, dysmenorrhea (cramping), pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), bladder problem, uti, vaginal discharge, urinary problem, dizziness, painful urination, vomiting, arachnoid cyst, general pain and suffering, mental anguish/ anxiety and related psychological harm that accompanies the physical injury caused by essure, loss of enjoyment of life, humiliation, degradation/ general damages/special damage and disfigurement. Discrepancy noted essure insertion date on (B)(6) 2011, diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test(s) conducted - bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received- case becomes incident. Event injury was removed. New events breakage, dysmenorrhea (cramping), pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), bladder problem, uti, vaginal discharge, urinary problem, fatigue, gi conditions, dental probs, headaches, nausea, weight loss, hair loss, teratomas, nuero condit/prob, migraine, palpitations, vertigo, tingling, dizziness, painful urination, vomiting, arachnoid cyst, general pain and suffering, mental anguish/ anxiety and related psychological harm that accompanies the physical injury caused by essure, loss of enjoyment of life, humiliation, degradation/ general damages/special damage and disfigurement were added. Essure indication and removal date were added. Insertion date were updated. Patient date of birth and consumer address were added. New reporter was added. Lab data was added. No lot number was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.